Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of having burning sensation, sneezing, nasal or throat irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found two black marks on the upper enclosure/sd card flip cover, and one black mark on the bottom enclosure. Slight yellowish discoloration was observed on the iso port/air outlet. Black particles were observed on the interior of the iso port. The manufacturer visually inspected the device internally and found more black particles in the blower box and on the blower. A smoky odor similar to burned/melted plastic was observed. The blower was found to have what appears to be a dark congealed mass of semi-liquid material around the intake. The impeller was able to rotate. Examination of the sound abatement foam in the airpath showed a section of foam approximately 2.5cm-3cm had broken off and was missing. The congealed material found in the blower, the unusual odor, the patient's statement regarding the blower motor stuttering, and the e-22 suggest that the missing section of foam was caught between the blower enclosure and impeller. Being caught in the blower most likely would have triggered the e-22 to be generated, potentially resulting in the odor and congealed material observed. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was evidence of sound abatement foam degradation and contamination throughout the device, which is likely from external source.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.